Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery shuts down within 15 minutes with 98% battery power was confirmed. The root cause of the reported issue was identified an internal battery failure.the sr8 was received in good physical condition. The sr8 was powered on at 100% battery life and ran for less than ten minutes before shutting down with 96% battery life still on the scanner. The device was serviced, tested, and returned to the customer. A history review of serial number dycvac545 showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery shuts down within 15 minutes with 98% battery power.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery shuts down within 15 minutes with 98% battery power.